Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two mentor gel/sal 250/275cc prostheses and experienced bilateral implant site calcification and rupture postoperatively. The patient is planning to undergo bilateral removal and replacement with unspecified breast implants. However, at the time of this report, mentor has received no information regarding explantation or an expected explantation date. The date of implantation was estimated based on the manufactured date, since only the year was provided from the initial reporter. If additional information becomes available in the future, a supplemental report will be submitted. This report is for the right-sided prosthesis.

Manufacturer narrative:
On 21-aug-2020, mentor received additional information regarding the date of explantation and condition of the suspected medical device. Previously, the date of explantation was reported as on (B)(6) 2020. However, additional information revealed that the date was on (B)(6) 2020. Gel bleed was observed on both suspected medical devices. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-sep-2020, mentor received additional information regarding the condition of the suspected medical devices and patient's symptoms. Both devices had gel bleed and neither was ruptured. In addition, the patient also reports that one of the devices appeared black in a photo. The patient experienced bilateral wound infection. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 28-jul-2020, mentor received additional information regarding the patient's symptoms and revision surgery. The patient experienced bilateral breast pain and is scheduled to undergo bilateral removal without replacement on (B)(6) 2020. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: implant-site calcification, rupture. Manufacturer's reference number: (B)(4).